Event description:
It was reported via repair work order that the stretcher had reduced brake force due to a head end right caster being worn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.